Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided files revealed an erroneous translation in the german text for the warning ¿[a44] rv threshold value is over the max tested amplitude¿ : the occurrence date and max tested amplitude are not available. - the correct information is available on programmer in ¿autothreshold episodes¿ and/or when changing the language.

Event description:
Reportedly, during a routine follow-up on 15 march 2023 a warning message was displayed, indicating a debug error.